Event description:
The customer reported under-processing, uneven staining and minimal nuclear detail to leica microsystems for tissue processed using a peloris tissue processor.

Manufacturer narrative:
Investigation of this processing event by leica microsystems is in progress.